Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
.It was reported to nova biomedical that a consumer received a result of 140 mg/dl on their blood glucose meter. The consumer then became confused, so she was taken to the ER. During the call, it was discovered that the consumer is storing test strips in an area that may compromise the integrity of the test strips, which is against our directions for use. The test strips in question were used up in the event, no product will be returned for evaluation.